Manufacturer narrative:
Bayer case number: (B)(4). Mycoses "[vaginal mycosis]". Vaginosis "[vaginal disorder]". General discomfort for several years "[general discomfort]". Chronic tiredness "[tiredness]". Sleep difficulties "[difficulty sleeping]". Severe burnout "[burnout syndrome]". Brain fog. Cognitive disorder. Concentration problems "[concentration impairment]". Aphasia. Stress. Xerostomia (dry mouth). Mucous dryness. Hearing loss. Tinnitus. Dizziness. Chronic sinusitis. Epistaxis. Hair loss. Odema from event abot slight shock for about ten years "[oedema]". Digestive issues "[digestion impaired]". Bloating (abdominal swelling). Constipation despite a balanced diet. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 03-apr-2026. The most recent information was received on 15-apr-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of vulvovaginal mycotic infection ("mycoses") in a 45-year-old female patient who had essure inserted (lot no. B47953) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. In 2014 she experienced chronic sinusitis. In 2015 she experienced vulvovaginal mycotic infection (seriousness criterion intervention required), vaginal disorder ("vaginosis") and epistaxis. In 2021 she experienced fatigue ("chronic tiredness"). In 2022 she experienced brain fog, cognitive disorder, disturbance in attention ("concentration problems"), aphasia, stress, dry mouth, mucosal dryness, deafness ("hearing loss"), tinnitus, dizziness and alopecia ("hair loss"). In (B)(6) 2023 she experienced burnout syndrome ("severe burnout"). Essure was removed on (B)(6) 2026. On unknown date she experienced discomfort ("general discomfort for several years"), insomnia ("sleep difficulties"), oedema ("odema from event abot slight shock for about ten years"), dyspepsia ("digestive issues"), abdominal distension ("bloating (abdominal swelling)") and constipation ("constipation despite a balanced diet"). The patient was treated with antidepressants (unknown) as well as surgery (hysterectomy + salpingectomy). At the time of the report, the vulvovaginal mycotic infection, vaginal disorder, fatigue, insomnia, burnout syndrome, brain fog, cognitive disorder, disturbance in attention, aphasia, stress, dry mouth, mucosal dryness, deafness, tinnitus, dizziness, chronic sinusitis, epistaxis, alopecia, oedema, dyspepsia, abdominal distension and constipation had not resolved. The outcome of discomfort was unknown. No causality assessment was received for essure with regard to discomfort, cognitive disorder, dry mouth, mucosal dryness, deafness, tinnitus, dizziness, chronic sinusitis, epistaxis, fatigue, insomnia, burnout syndrome, brain fog, disturbance in attention, aphasia, stress, alopecia, dyspepsia, vulvovaginal mycotic infection, vaginal disorder, oedema, abdominal distension or constipation. The reporter commented: date of occurrence: (B)(6) 2014. Period of occurrence: between 2014 and 2026. Several health problems that apparently are unrelated to each other. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 58 kg. Batch number- b47953; manufacture date- 26-jun-2013; expiration date- 30-jun-2016. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analysis of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 15-apr-2026: quality safety evaluation of product technical complaint. Internal correction: seriousness for vaginal disorder is updated to non-serious from serious. Event xerostomia and dry mouth were clubbed together to one event. Event bloating and abdominal swelling clubbed together to one event. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4) mycoses "[vaginal mycosis]" , vaginosis "[vaginal disorder]", general discomfort for several years "[general discomfort]" , chronic tiredness "[tiredness]" , sleep difficulties "[difficulty sleeping]" , severe burnout "[burnout syndrome]" , brain fog "[brain fog]" , cognitive disorder "[cognitive disorder]" , concentration problems "[concentration impairment]" , aphasia "[aphasia]" , stress "[stress]" , dry mouth "[dry mouth]" , xerostomia "[xerostomia]" , mucous dryness "[mucosal dryness]" , hearing loss "[hearing loss]" , tinnitus "[tinnitus]", dizziness "[dizziness]" , chronic sinusitis "[chronic sinusitis]" , epistaxis "[epistaxis]" , hair loss "[hair loss]", odema from event abot slight shock for about ten years "[oedema]" , digestive issues "[digestion impaired]" , abdominal swelling "[swelling abdomen]" , bloating "[bloating]" , constipation despite a balanced diet "[constipation]" . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 03-apr-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of vulvovaginal mycotic infection ("mycoses") in a 45-year-old female patient who had essure inserted (lot no. B47953) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. In 2014 she experienced chronic sinusitis ("chronic sinusitis "). In 2015 she experienced vulvovaginal mycotic infection (seriousness criterion intervention required), epistaxis ("epistaxis") and vaginal disorder ("vaginosis"). In 2021 she experienced fatigue ("chronic tiredness"). In 2022 she experienced brain fog ("brain fog"), cognitive disorder ("cognitive disorder"), disturbance in attention ("concentration problems"), aphasia ("aphasia"), stress ("stress"), dry mouth ("dry mouth"), xerostomia ("xerostomia"), mucosal dryness ("mucous dryness"), deafness ("hearing loss"), tinnitus ("tinnitus"), dizziness ("dizziness") and alopecia ("hair loss"). In (B)(6) 2023 she experienced burnout syndrome ("severe burnout "). On unknown date she experienced discomfort ("general discomfort for several years"), insomnia ("sleep difficulties "), oedema ("odema from event abot slight shock for about ten years"), dyspepsia ("digestive issues"), swelling abdomen ("abdominal swelling"), bloating ("bloating") and constipation ("constipation despite a balanced diet"). The patient was treated with antidepressants (unknown) as well as surgery (hysterectomy + salpingectomy). Essure was removed on (B)(6) 2026. At the time of the report, the vulvovaginal mycotic infection, fatigue, insomnia, burnout syndrome, brain fog, cognitive disorder, disturbance in attention, aphasia, stress, dry mouth, xerostomia, mucosal dryness, deafness, tinnitus, dizziness, chronic sinusitis, epistaxis, vaginal disorder, alopecia, oedema, dyspepsia, swelling abdomen, bloating and constipation had not resolved. The outcome of discomfort was unknown. No causality assessment was received for essure with regard to discomfort, cognitive disorder, xerostomia, mucosal dryness, deafness, tinnitus, dizziness, chronic sinusitis, epistaxis, fatigue, insomnia, burnout syndrome, brain fog, disturbance in attention, aphasia, stress, dry mouth, alopecia, dyspepsia, vulvovaginal mycotic infection, vaginal disorder, oedema, swelling abdomen, bloating or constipation. The reporter commented: date of occurrence: (B)(6) 2014. Period of occurrence: between 2014 and 2026. Several health problems that apparently are unrelated to each other. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 58 kg. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.